Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a keyboard failure due to many letters being damaged. A field service engineer confirmed that, due to the keyboard malfunction, the customer was unable to log in to the device, which resulted in a delay until a temporary keyboard arrived at the station. A field service engineer replaced the keyboard with a new one to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, it had broken keyboard and it was failed despite the power cycle on the device. There were no adverse events or injuries reported based on this event.